Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available a supplemental report will be submitted. Per the tandem user guide: "change your cartridge every 48¿72 hours as recommended by your healthcare provider." H3 other text : device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose (bg) displayed "high" on the continuous glucose monitor. Elevated bg was addressed via manual insulin injection. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days using novolog insulin. Tandem customer technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days. Customer changed cartridge and infusion set to address the issue.